Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0205090 medical device expiration date: 2025-07-31 device manufacture date: (B)(6) 2020 medical device lot #: 0175206 medical device expiration date: 2025-06-30 device manufacture date: (B)(6) 2020 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that needle sftygld 25x1 rb cannula detached from the hub. This occurred on 3 occasions. The following information was provided by the initial reporter: material no.: 305916 barch no.: 0205090, 0175206. It was reported that it was reported the needle detached from the safety device. Verbatim: (B)(6), 2020. Medical assistant (ma) was giving a immunization to a patient using a bd safetyglide 25g needle. After the injection, ma pulled the needle out of the arm and the needle came loose from the safety device and stuck in the arm of the patient. Ma then had to pull the used needle out of the arm of the patient, and being extra careful that she did not get stuck. The bd safetyglide syringe/needle was discarded after the incident. (B)(6). The ma was giving a shot to a patient and when attempting to pull the needle out it stayed in the patient's leg. The needle detached it self from the safety device. This is the second time that this has happened. What was the original intended procedure : not known. What problem did the user have (check all that apply) "device failed" (e.g broke, couldn't get it to work or stopped working).